Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in italy. As reported, a patient underwent an implant of a 23mm sapien 3 ultra valve, by transfemoral approach. When the valve was fully expanded, the balloon perforated. The sapien valve was successfully implanted and no leak was present. No complications for the patient who is fine. In the CT scan, there was a stent (5mm in the sinus of valsalva ) which caused the balloon to perforate. Doctors knew about this risk but, due to patient's condition, there was not any alternative that a tavi.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The 23 mm commander delivery system was returned locked, between the default marker and warning marker, with the full loader assembly on the flex shaft. No flex and 40% of the fine adjust were in use. The proximal balloon shaft was kinked due to packaging. The balloon had burst radially and longitudinally. There was no balloon material was missing. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon burst was confirmed by the condition of the returned device. The complaint of valve interacting with stent was unable to be confirmed due to unavailability of procedural imagery. A review of device history record, lot history, and complaint history showed no indication an edwards manufacturing non-conformance contributed to the event. A review of IFU and training materials also revealed no deficiencies. As reported, ''there was a stent (5 mm in the sinus of valsalva (sov)) which caused the balloon to perforate. Doctors knew about this risk but, due to patient's condition, there was not any alternative that a tavi.'' The presence of a stent can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with a pre-existing stent can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggest that patient factors (pre-existing stent) may have contributed to the complaint event. However, due to lack of procedural imagery, a definitive root cause is unable to be determined. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated d4 and h4. The investigation is ongoing. A supplemental report will be completed upon completion.